Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 18mmol/l with nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) completed troubleshooting the basal delivery totals in the total daily dose match active basal program total or are as expected. The basal history matches the active basal program settings and the bolus totals match. Per the reporter the bolus records were missing. This report is being made due to the history settings issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. No eaw¿s occurred during 24hr duration testing. Successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. There were no hypersensitive keys observed. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigators were unable to duplicate complaint, pump bolus history is recording properly. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.